Event description:
It was reported that the pt expired. Cause of death was not reported. Attempts were made to obtain additional information without success.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.